Event description:
During a scheduled urological procedure, it was observed that the ceramic tip of the resectoscope had broken off and was seen in the bladder. The tip required surgical intervention through incision to remove.